Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that after the device was implanted, the catheter and hub separated. An additional procedure was required to replace the device. Aside from this additional procedure, there were no further injuries to the patient.